Manufacturer narrative:
One device was returned for analysis of complaint that that device alarmed error code "cassette not attached." Review of event log found no relevant error codes. Review of service history found no relevant information. Visual and functional testing was performed. Complaint was confirmed with ¿latch lock test¿ and the device gave a message in the display of ¿cassette not attached properly, reattach cassette¿. Replaced the downstream occlusion (dso) sensor, bezel and seal to address primary complaint. The device passed all testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed error code "cassette not attached." There was unknown patient involvement. No patient harm/adverse event was reported.